Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station was randomly shutting down. No patient or user harm was reported. The device was returned to spacelabs healthcare for evaluation. The cause of the issue was found to be an inoperable video card fan. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and the xhibit was exchanged for a new one.